Manufacturer narrative:
(B)(4)

Event description:
The patient underwent a battery replacement on (B)(6) 2016. At a follow-up visit the patient reported having pain at the incision site in his left chest. The paint also could not raise their arm due to the pain. There was flushing at the incision site. The doctor prescribed pain medication and antibiotics on (B)(6) 2016. The patient was doing much better as of 08/29/2016. A design history record review was performed on (B)(6) 2016. The review indicated that the generator passed all test and was sterilized. The expiration date of the sterility is (B)(6) 2018. The patient's symptoms were still present but improved as of 09/07/2016. No other relevant information has been received.